Manufacturer narrative:
Initial MDR was filed on october 04, 2022 reporting an outside the united states customer observed a discordant elevated initial patient sample result on atellica im 1300 thcg assay. On repeat-testing with multiple samples from the same patient on the same atellica im, the results were lower. Additional information - october 10, 2022. Section d8 - was this device serviced by a third party? Updated to no. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR on oct 04, 2022. Siemens filed the MDR supplemental 1 on nov 07, 2022. Dec 13, 2022, additional information: an outside the united states customer reported a falsely elevated discordant result on atellica im human chorionic gonadotropin (thcg) assay with reagent lot 340. On sep 16, 2022, the initial result from a 25 year old female was 50.7 iu/l (miu/ml). On repeat-testing with multiple samples from the same patient on the same atellica im instrument, all results were < 2 iu/l and the lower results were considered correct by the physician(s). Quality control (qc) was within acceptable range during runs and no other sample were affected indicating this is a sample specific incident. Siemens has analyzed the sample and reagent trace files provided for the discordant sample ((B)(6)). All aspirations were successfully completed, and no anomalies were identified that would affect results. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. Atellica im thcg reagent lot 340 release data has been reviewed and it shows acceptable performance. A potential product performance issue has not been identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states customer observed a discordant elevated initial patient sample result on atellica im 1300 thcg assay. On repeat-testing with multiple samples from the same patient on the same atellica im instrument, the results were lower. Quality control (qc) levels were within the range. The interpretation of results section of the atellica im thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer observed a discordant elevated initial patient sample result on atellica im 1300 thcg assay. On repeat-testing with multiple samples from the same patient on the same atellica im instrument, the results were lower. The initial result was reported to the physician, who did not question the result.there are no allegations of patient harm, changes in treatment, or delays in diagnosis in association with the discordant atellica im thcg result.